Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers and date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name), b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix on (B)(6) 2004. Attorney alleges corrective procedure on (B)(6) 2005. Attorney also alleges revision surgery on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries and medical intervention. Addendum per additional information provided: on (B)(6) 2004 ¿ patient was diagnosed with parastomal hernia thereby underwent open repair with the implant of composix mesh. Per op notes, ¿the edges of the rectus fascia were identified. The hernia sac was noted. The pouch was completely freed from abdominal wall. A composix mesh was placed to defect and tacked.¿ on (B)(6) 2005 ¿ patient was diagnosed with parastomal hernia infection thereby underwent open incision and drainage of infection. Per op notes, ¿purulent material was removed. Abscess cavity was drained.¿ on (B)(6) 2006 ¿ patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh. Per op notes, ¿infected piece of composix mesh was excised. A small enterotomy was made in a loop of small bowel. The defect was closed using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix on (B)(6) 2004. Attorney alleges corrective procedure on (B)(6) 2005. Attorney also alleges revision surgery on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries and medical intervention.